Event description:
The accuport fractured and the drill tip remained implanted

Manufacturer narrative:
On (B)(6) 2019, during a subchondroplasty surgery, the accuport® cannula (part number 307.032 and lot number 40004) was drilled into the bone and the accufill was injected through the cannula. For removal of the accuport®, the cannula was pulled back a little, and the plunger was reinserted. It was noted during surgery that the plunger could not be fully inserted in the cannula. Then the cannula was removed by hand by slightly oscillating. When the cannula was fully removed, it was observed that the tip of the cannula was broken off at the location of the fenestrations and had remained in the patient. The decision was made by the health care professional after a long consideration to leave the cannula tip inside the patient, as the surgery was determined to be successful. It was reported that pictures of the drill tip were taken, but the sales representative could not retrieve them from the hospital. The sales representative also reported that postoperatively, the patient is doing very well and whether the tip will be removed at any time in the future remains to be seen. No product was returned for evaluation, as it was discarded by the hospital and the fragment remains implanted in the patient, therefore a definitive root cause cannot be determined. Based on the information collected during the investigation, the complaint is most likely due to incorrect removal technique during the procedure. Per the accuport IFU, use proper technique to remove cannula from bone to avoid damaged or broken cannula. Fully insert stylus into cannula, then remove stylus and cannula with surgical drill in reverse. This technique was reviewed with the sales representative. The DHR for the raw material and finished goods lot was reviewed, and no anomalies related to the complaint condition were noted. A retain was evaluated for the same raw material lot (40044) and there were no abnormalities noted that may have contributed to the complaint condition.

Manufacturer narrative:
On (B)(6) 2019, zimmer was notified that in (B)(6), an accuport drill tip has been left behind in the patient after the subchondroplasty procedure. There was a 10 minute delay noted due to the decision of whether or not to leave the device within the patient. The product was not returned for the investigation. Once additional information becomes available, an additional report will be submitted.

Event description:
The accuport fractured and the drill tip remained implanted.